Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection." A review of the device history record has been initiated and analysis of the data has not been completed. If any deviations or non conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips. During the procedure, the needle was changed and the product "wasn't coming up." The needle looked to have been on properly and the product was coming out of the side. The plunger was drawn back and bubbles got into the syringe. The needle was changed again and was again unable to get the product to flow properly or get the bubbles out of the product. A new syringe was used for the injection.